Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. No discrepancies related to the complaint were found during visual inspection. During the functional testing, the customer reported issue was not able to be duplicated. As an additional repair, the downstream occlusion (dso) seal will be replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing.

Event description:
It was reported that the flow rate is out of tolerance. There was no patient involvement.